Event description:
It was reported that the 9600 system would not send images to pacs and the power cord needed to be replaced. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord was replaced and dicom box calibrated during the service call. The system was tested and found to be working as intended, and put back into service.